Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8.0 inr. The corresponding lab result reported was 4.7 inr. The doctor held the pt's coumadin for two days. The device was replaced, and requested to be returned for evaluation.